Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ventral hernia tar surgical procedure, the surgeon complained that they could not move the jaws of the 8mm mega suturecut needle driver (nd) instrument. The instrument was removed, and the surgeon found the wire to be snapped. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon was performing an abdominal wall reconstruction. There were issues opening and closing the jaws. There were issues related to the yaw motion of the grips. There were no issues related to the pitch motion of the wrist. There was one protruding cable observed at the distal end. The cable was responsible for opening/closing the jaws.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.